Event description:
It was reported while using bd alaris smartsite extension set there was a blockage. This occurred 7 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the product is not working correctly and/or functioning properly. We had a total of 7 just this past week that the same thing happened.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that they had a total of 7 just this past week that the same thing happened. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 22003e-07 lot number 22039352 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned. Even though no sample/photo was received and failure could not be confirmed, a CAPA (corrective action preventative action) has been initiated to investigate the customer¿s reported failure mode. A trend for this occlusion issue has been identified for this product line, and a team has been assembled in order to investigate the issue.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite extension set there was a blockage. This occurred 7 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the product is not working correctly and/or functioning properly. We had a total of 7 just this past week that the same thing happened.